Event description:
Related manufacturer report number: 2017865-2023-41079. It was reported during remote follow up that the implantable cardioverter defibrillator and its associated right ventricular (rv) ead showed evidence of low shock impedance and an over current detection alert. The device was also found to have delivered inappropriate shock due to incorrect interpretation of signal. During in clinic interrogation, it was discovered that the device had been mis-programmed with settings that were not correct for the rv lead. The device was successfully reprogrammed to the appropriate setting. The patient was stable.